Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter was defective and loose during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "reported issue: few different issues. We just had another tip break off in the ER... One insyte had a cracked blue luer lock base, two of them the catheter portion was twisted (not quite sure what that means), and then a fourth one the tip of the catheter actually almost came completely off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-apr-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three 22gx1.00in insyte autoguard catheters from lot number 2235211. A gross visual inspection showed that the package contained 3 catheter adapters where unit #1 is attached on a miscellaneous syringe, unit #2 is attached to extension tubing, and unit #3 is free flowing with a second miscellaneous syringe, barrel, and a needle cover. Unit #2 displays a v-shape form near the tip which is indicative of the needle piercing through the catheter wall. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the device was opened. Unit #1 had a crack at the base of the luer. The unit was microscopically inspected, and it was determined that the damage is manufacturing related due to a misalignment of the rotate grippers with respect to the pick and place gripper fingers. Visual inspection is performed by operators as part of the in process checks per the sampling plan to mitigate the occurrence of this type of defect. Scheduled preventative maintenance is also conducted on the machines as a preventative measure. Unit #1 displayed a kink at the nose of the adapter which caused a slower flow rate. The needle was not returned for further testing to be performed. The catheter unit was dissected to identify any occlusion, but a passage could be identified in the catheter adapter and the catheter, therefore an occlusion could not be observed. The slow rate that was observed was potentially due to the kink at the base of the catheter. Unit #1 was observed to have a bend at the base of the catheter near the hub. Closer observation showed that the catheter was thinner on the end. Further investigation consisted of removing it from the catheter adapter and upon doing so, it was confirmed that the catheter was thinner and had the same yellowish coloring as the rest of the catheter. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the device was opened. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter was defective and loose during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "reported issue: few different issues. We just had another tip break off in the emergency room (ER). One insyte had a cracked blue luer lock base, two of them, the catheter portion was twisted (not quite sure what that means), and then a fourth one the tip of the catheter actually almost came completely off.".